Event description:
Pt underwent staged bilateral thr in 1985 and had contralateral hip revision in 10/90. Pt developed evidence of osteolysis around the acetabular component on the right. Revision on right was recommended because of intermittent pain and increasing lysis with bone loss. Pt underwent revision of right acetabular component with structural allografting of superolateral defect cortical cancellous grafting of major cavitary defect and downsizing of femoral head. At the time of surgery, gross instability of the pe liner within the acetabular cup was noted.

Manufacturer narrative:
Summary of evaluation:evaluation can not be performed. There is no evidence that the device failed to meet specifications.